Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was performed with proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly post procedure, a suture break occurred during knot advancement with three proglide sutures. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.